Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. Unable to perform all functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests or verify the unexpected restart and external ram crc error alarms due to the buttons not responding. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer called and reported she was receiving repeated alarms on the insulin pump, including five that indicated an unexpected restart occurred. Customer's blood glucose was 108 mg/dl. The insulin pump was not stored or not in use for an extended period of time and the alarm did not occur shortly after inserting a new battery. The alarm was recurring during normal use after customer would clear it. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.